Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event. Summary: one controller, two batteries and one controller ac adapter were returned for evaluation. No performance allegations were made against controller ac adapter. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and controller ac adapter revealed the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection revealed contamination within both power ports, likely due to handling of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving two batteries, and an active adapter. Analysis of log files revealed that five controller power-up were logged on (B)(6) 2020 at 01:14:50, on (B)(6) 2020 at 03:35:00, on (B)(6) 2020 03:37:06, on (B)(6) 2020 at 21:53:43, and on (B)(6) 2020 at 22:34:55. No anomalies were recorded leading up to the losses of power. The controller was without power for 9 seconds, 12 seconds, 10 seconds, 6 seconds, and 10 seconds, respectively. As a result, the reported events were confirmed. There is no evidence that the lubrication servicing was performed on controller ac adapter. The most likely root cause of the premature power switching prior lubrication can be attributed to momentary disconnections due to contamination within the power ports and/or momentary disconnections between the controller and active adapter. The most likely root cause of the reported premature power switching after lubrication can be attributed to contamination in the power ports and/or momentary disconnection due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An internal investigation was initiated was initiated to capture events involving the controller losing power. An internal investigation was initiated to capture momentary disconnections prior to lubrication. Additional products: d4: (B)(6) d10: yes, return date: 11-mar-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: (B)(6) d10: yes, return date: 11-mar-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430de / catalog #: 1430de / expiration date: 10-oct-2017 / serial #: (B)(6) UDI #: (B)(4) d10: yes, return date: 11-mar-2020 h3: yes dev rtn to MFR? Yes h4: mfg date: 10-oct-2016 h5: no h6: patient code(s): (B)(6) h6: device code(s): c62952 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the controller ac adapter was returned to the manufacturer because it was an associated device in the power loss event and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional product: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2018/ serial or lot#: (B)(4), UDI #: (B)(4). Mfg date: 03-aug-2017 (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2017/ serial or lot#: (B)(4), UDI #: (B)(4). Mfg date: 13-may-2016. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a power loss while connected to a battery. It was also reported a different battery exhibited power switching. The controller and the batteries were exchanged. No patient complications have been reported as a result of this event.